Event description:
Analysis of the returned device revealed a tear in the cannula. It was reported that the patient's blood glucose level rose to 383 mg/dL while wearing the Pod on the arm between 36 and 48 hours. It was initially reported that the Pod had an insulin leak and was not delivering insulin.

Manufacturer narrative:
The observed external cannula tear is related to action # 9056196-05/20/2026-002-C. A tear was observed on the exposed portion of the soft cannula resulting in a fluid path leak. The exact timing and cause of this damage could not be determined therefore it could not be determined if this damage contributed to the reported events.Locked Down Smartphone: PHONE_CONTROL_IOS:Omnipod Software App Version: 2.1.0,Operating System: 26.0,Hardware: iPhone15.4,CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.